Manufacturer narrative:
(B)(4). The lot 12j025 was manufactured on september 13, 2012 to september 14, 2012. The affected device was received for evaluation against the reported condition. Visual inspection was performed on the device. During visual inspection on the device (via the naked eye), it is revealed that there is no evidence of flow at the distal luer when the blue winged luer cap was removed. With further evaluation, when the tubing was cut, fluid was immediately observed coming out of the tubing which indicated the direct cause of the no flow problem was due to blockage at the solvent-bonded junction of the tubing and distal luer lock. Based on the evaluation finding, the reported condition was verified, the cause of the no flow was due to a block solvent bond between the tubing and distal luer lock. A CAPA was opened to investigate issues at solvent bonded joints. The product did not meet product specification and was found to be a nonconforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was not infusing the medication. The device was filled with an unspecified amount of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.